Event description:
A surgeon was performing sacrocolpopexy on a morbidly obese patient at a rural hospital with a nurse and anesthetist and no blood on hand. The surgeon combined another company's retractor system with the bookwalter post coupler. The surgeon was almost complete with the surgery when patient developed massive bleeding from the iliac artery. The patient survived and is currently in rehab.